Event description:
Resident had leg up on siderail per preference. Siderail released causing resident to fall from bed. Resident sustained fracture to lower extremity. It is possible the siderail released after resident moved siderail. Resident had been in bed for approx 2 hrs with siderails in place prior to event.